Event description:
It was reported that, while performing routine device testing on this cardiac resynchronization therapy defibrillator (crt-d), the right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate the ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This device remains in service. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that a revision procedure was performed and the ra lead was explanted and replaced. No adverse patient effects were reported. The complaint device was not returned to boston scientific; therefore, product analysis could not be performed.

Manufacturer narrative:
Corrected fields: device codes h6 and impact codes h6.

Event description:
It was reported that, while performing routine device testing on this cardiac resynchronization therapy defibrillator (crt-d), the right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate the ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This device remains in service. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that a revision procedure was performed and the ra lead was explanted and replaced. No adverse patient effects were reported. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Event description:
It was reported that, while performing routine device testing on this cardiac resynchronization therapy defibrillator (crt-d), the right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate the ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that, while performing routine device testing on this cardiac resynchronization therapy defibrillator (crt-d), the right atrial (ra) lead exhibited high out-of-range pace impedance measurements resulting in numerous atrial mode switch events. The impedance trend showed this was a sudden increase from roughly 500 to greater than 3000 ohms. Isometric maneuvers were performed, and noise was replicated. The patient has experienced a racing heart rate sensation with arm movements for approximately two months. It was decided to deactivate the ra lead while the patient awaits a lead revision. No additional adverse patient effects were reported. This device remains in service. Additional information was received that a chest x ray was performed, and no indication of connection issues was observed. Further testing on the ra lead was performed, and sensing was confirmed to be appropriate. Additionally, loss of capture (loc) was observed. Ts discussed that this is likely a compromised lead integrity issue. No additional adverse patient effects were reported. At this time, this device system remains in service.